Manufacturer narrative:
Device evaluated by MFR.: a charger was returned for analysis. A visual examination identified that the balloon was not folded which indicates that the balloon was subjected to positive pressure. Blood was identified within the balloon which is evidence of a device leak. The returned device was attached to an encore inflation unit. Positive pressure was applied when liquid was observed to be leaking from a balloon pinhole located approximately 1mm proximal from the distal markerband. An examination of the balloon material and markerbands identified no issues which could potentially have contributed to this complaint. The rated burst pressure for this device is 14 atmospheres. A visual and microscopic examination of the markerbands identified no issues which may potentially have contributed to the complaint incident. A visual and tactile examination identified no kinks or damage to the shaft which may have potentially contributed to the complaint incident. A visual and tactile examination identified no damage to the tip which may have potentially contributed to the complaint incident. No other issues were identified during the product analysis.

Event description:
It was reported that balloon rupture occurred. The 75% stenosed target lesion was located in the not heavily calcified and non- tortuous left common iliac artery. A 10.0 x40, 75cm charger balloon catheter was advanced for dilatation. However, during inflation at approximately 8 atmospheres, the balloon ruptured. Another 10.0 x40, 75cm charger balloon catheter was advanced; however, during inflation at 8 atmospheres, the balloon also ruptured. Both devices were removed safely from the patient's body and it was noted that both balloons had visible pinholes. The procedure was completed with another of same device. No patient complications nor injuries were reported.

Event description:
It was reported that balloon rupture occurred. The 75% stenosed target lesion was located in the not heavily calcified and non-tortuous left common iliac artery. A 10.0 x40, 75cm charger balloon catheter was advanced for dilatation. However, during inflation at approximately 8 atmospheres, the balloon ruptured. Another 10.0 x40, 75cm charger balloon catheter was advanced; however, during inflation at 8 atmospheres, the balloon also ruptured. Both devices were removed safely from the patient's body and it was noted that both balloons had visible pinholes. The procedure was completed with another of same device. No patient complications nor injuries were reported.